Manufacturer narrative:
The device has not been received for evaluation. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient believed their personal diabetes manager had previously experienced the issue described in the field safety notice (fsn). The patient called after receiving the fsn and felt the issue may have been responsible for recent high blood sugars (blood glucose level reached 192 mg/dl). The patient was able to make the necessary corrections manually and is comfortable doing so in the future.